Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with the notice: draining slowly message during drain 2 of 4. The cycler also alarmed several times with the m31 air detected in cassette warning in drain 2 of 4. A fluid leak was discovered after the alarms were received. The fluid leak was discovered in step 9 of treatment complete. The patient was connected during the incident. Fluid was found in both the pump module area and the external portion of the cassette. Fluid leaked from the cassette; it is unknown if there was a hole on the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup, the patient confirmed the reported event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they did not complete treatment on the day of the reported event; however, they confirmed they have continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Additional information: d9, h3, h6 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection using a microscope, a tear was found in the film. This kind of damage could have several causes: the pump door is sharp and closes unexpectedly during set up, stress and strain on the film during the teach pump when the mushroom head is fully extended against the cassette dome (especially with a large misalignment between the cassette and pump), a finishing problem due to a sharp point created or the cassette having mechanical damage, or shipping/transportation damages to the product. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the investigation findings, the complaint was confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with the notice: draining slowly message during drain 2 of 4. The cycler also alarmed several times with the m31 air detected in cassette warning in drain 2 of 4. A fluid leak was discovered after the alarms were received. The fluid leak was discovered in step 9 of treatment complete. The patient was connected during the incident. Fluid was found in both the pump module area and the external portion of the cassette. Fluid leaked from the cassette; it is unknown if there was a hole on the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup, the patient confirmed the reported event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they did not complete treatment on the day of the reported event; however, they confirmed they have continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.